Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility director of operations reported the hemodialysis (hd) circuit was primed prior to patient treatment. All tests were completed prior to treatment initiation and machine was free from any alarms. The patient treatment was initiated and a blood leak alarm was noted. Blood was not visible; however, the dialysate was tested with a blood leak strip to confirm presence of blood. Treatment was interrupted and the patient was disconnected from the circuit. Upon follow-up, the registered nurse (rn) confirmed the reported event and stated an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was not noted to have been visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines and confirmed there was no allegation of device malfunction or leak against the bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was serviced and placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: a sample from the reported lot was returned and subjected to a bubble point leak test. No leaks were found, possibly due to coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was found at approximately 180°, with the dialysate ports situated at 0°, on the non-cavity ID end. Under magnification of 20x, the fiber fragment measured approximately 1.06mm in length. An opposing end was not identified. There was no other damage or irregularities noted. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility director of operations reported the hemodialysis (hd) circuit was primed prior to patient treatment. All tests were completed prior to treatment initiation and machine was free from any alarms. The patient treatment was initiated and a blood leak alarm was noted. Blood was not visible; however, the dialysate was tested with a blood leak strip to confirm presence of blood. Treatment was interrupted and the patient was disconnected from the circuit. Upon follow-up, the registered nurse (rn) confirmed the reported event and stated an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was not noted to have been visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines and confirmed there was no allegation of device malfunction or leak against the bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was serviced and placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.